Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during a study involving bd vacutainer® z (no additive) plus urine tubes, erroneous results were obtained. There was no patient impact.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd conducted a review of the literature to determine if a potential product issue exists and met with internal medical affairs experts on this topic( the effect of vacuum transfer of urine on counts of renal tubular epithelial cells, hyaline casts, and pathological casts when using the bd vacutainer® plus urine tube) to assess if additional actions are required. After further review, it was determined that no further action is needed and that it did not signify a potential product issue. This decision is based on the very limited and inconsistent nature of the available published literature on this topic. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd will continue to monitor this topic through our post-market surveillance activities.

Event description:
It was reported that during a study involving bd vacutainer® z (no additive) plus urine tubes, erroneous results were obtained. There was no patient impact.